Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a mid urethral sling placement procedure performed on (B)(6) 2018. According to the complainant, right after the procedure, the patient could not move her legs and she experienced severe, extreme vaginal, groin, urethral and medial thigh pain. Reportedly, since the implantation, it was noted that she has hematuria, leukocytes in the urine ever since the device was implanted. She developed difficulty voiding, loss of sexual function, agonizing and relentless pain. Subsequently, the patient was unable to lift object, unable to walk or stand in a long period of time. The patient also experienced ripping and tearing feeling of pain in her groin and urethra, muscle weakness and nerve pain radiating in thighs. On (B)(6) 2018, a procedure was done to partially remove the mesh. The physician removed 2-3 cm part of the mesh on one side and 3-4 cm on the other side. Part of mesh left in patient's body is approximately 20 cm in total. Reportedly, the patient was scheduled for another surgery on (B)(6) 2018 to remove the rest of the mesh. However the patient decided to seek two another doctors and discontinued the second surgery. The patient reported that the given pain medication did not resolve the problem.

Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted during a mid urethral sling placement procedure performed on (B)(6) 2018. According to the complainant, right after the procedure, the patient could not move her legs and she experienced severe, extreme vaginal, groin, urethral and medial thigh pain. Reportedly, since the implantation, it was noted that she has hematuria, leukocytes in the urine ever since the device was implanted. She developed difficulty voiding, loss of sexual function, agonizing and relentless pain. Subsequently, the patient was unable to lift object, unable to walk or stand in a long period of time. The patient also experienced ripping and tearing feeling of pain in her groin and urethra, muscle weakness and nerve pain radiating in thighs. On (B)(6) 2018, a procedure was done to partially remove the mesh. The physician removed 2-3 cm part of the mesh on one side and 3-4 cm on the other side. Part of mesh left in patient's body is approximately 20 cm in total. Reportedly, the patient was scheduled for another surgery on (B)(6) 2018 to remove the rest of the mesh. However the patient decided to seek two another doctors and discontinued the second surgery. The patient reported that the given pain medication did not resolve the problem.